Event description:
A customer reported experiencing high blood glucose events at night for the past week, with the highest levels displayed as "high."; although specific value was not provided. Cause was not known. To address the issue, the customer administered a correction bolus using the pump, and it was noted that the control iq feature was active during the events. Technical support recommended that the customer consult a healthcare professional to understand the factors affecting the blood glucose levels. The caller understood the recommendation and declined further assistance.